Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the infection was caused by a device erosion through the pocket.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 7121-65 lead; enlw1616c124e stent graft; enlw1616c82e stent graft; enbf2816c124e stent graft implanted: (B)(6) 2011; etcf3232c49e stent graft; etcf2525c49e stent graft; etcf2828c49e stent graft implanted: (B)(6) 2017; dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.